Event description:
Angiographic wire could not be removed from the left superficial femoral artery. Upon extractomy it, the guidewire broke in half and there was residual guide wire from the left common iliac artery down into the superficial femoral artery in the lower thigh. The guidewire could not be snared radiographically and the pt went to surgery for removal.